Manufacturer narrative:
The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks. (B)(6).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp with systemic heparin experienced dark, tarry stool indicative of a possible gastrointestinal bleed. The patient was transfused one unit of packed red blood cells. Later, the patient was successfully weaned from the pump and survived.